Event description:
Patient reports cadd legacy pump sn (B)(4) kept displaying message for no cassette attached and made multiple attempts to turn the pump on and off and attaching and reattaching the cassette. Replacement pump being sent. Patient has a functioning pump, so no lapse in therapy. Patient spontaneously called pharmacy to inform of malfunction . Did the reported product fault occur while in use with a patient? No; did the product issue cause or contribute to patient or clinical injury? No; did we replace device? Yes. Dose or amount: 72ng/kg/min, frequency: continuous, route: IV. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.